Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
The filter cannot be unfolded and has entered the heart.

Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d4.